Event description:
It was reported that the pump could not be powered up with fully charged batteries. There was no report of visible damage to the pump or the battery cap. It was reported that this pump was being used for demonstration purposes; no pt was wearing the pump.

Manufacturer narrative:
The pump was returned to animas for eval; the battery cap was not returned. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specs at the time of release. The pump was evaluated using a test battery cap and found to be operating within required specs. Eval found that pump powers up properly. The pump was exercised for 24 hours with no issues. A review of the pump history revealed multiple re-booting events which could not be duplicated during eval.